Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ethelyne oxide cap was not on when the scope was reprocessed, resulting in damage to the scope was the user reprocessed with the different procedure from the instruction manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending section cover had a leak, bending section cover blew up, and the insertion tube had a deep dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the cysto-nephro videoscope ethelyne oxide cap was not on when the scope was reprocessed, resulting in damage to the scope. There were no reports of patient harm.